Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal (2000 mcg/ml) at "700-780 something" mcg/day via an implantable pump for intractable spasticity and cerebral palsy. On the night of (B)(6) 2016 there was a critical pump alarm heard. The following day the patient was at the emergency department and oral baclofen was administered. It was initially unknown what the patient's symptoms were, or if they were considered to have been a sudden or gradual change in therapy/symptoms. Later it was clarified that the patient experienced withdrawal symptoms of vomiting, increased spasticity, clonus, and fever. The pump was interrogated and a motor stall, reset, and safe state with minimum rate mode were confirmed. The motor stall was seen at the initial interrogation and the patient had not recently had an MRI. The cause of the motor stall, reset, and safe state were not known. A new pump was implanted on (B)(6) 2016.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
The system and other applicable components are: product ID: 8731, serial#: (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2016, product type: catheter. The pump was returned to the manufacturer and analysis revealed high battery resistance. Interrogation of the pump determined it was used to infuse baclofen-cns, 2,000.0 mcg/ml at 12.2 mcg/day. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was indicated on the returned product paperwork that the pump contained gablofen at a concentration of 2000 mcg/ml, programmed to the minimum rate. It was reported that the pump showed safe state and reset occurred. The patient was admitted to the hospital on (B)(6) 2016. The pump and catheter were replaced on (B)(6) 2016. It was reported that the reason for the device removal was due to the pump malfunction and the patient recovered without sequela.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.